Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the electrode, introducer set and a cable were returned. An examination of the electrode found the array to be fully retracted. No residues were found on the device. During the evaluation the array was extended and retracted with some resistance noted. The array extended fully and the tines appeared to have been slightly twisted and rotated off axis. Additionally the tines were unevenly spaced. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the array was bent. A 4.0/15/15 leveen¿ coaccess¿ was selected; however, during unpacking the tip of the array was found bent. The procedure was completed with a different device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the array was bent. A 4.0/15/15 leveen¿ coaccess¿ was selected; however, during unpacking the tip of the array was found bent. The procedure was completed with a different device.